Event description:
It was reported that the patient experienced a blood glucose value of 68 while using the ilet system, after which the caregiver administered soda with sugar and the blood glucose increased to 91, and a subsequent blood glucose meter reading was 180. Symptoms included no reported clinical symptoms of hypoglycemia. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting and user education, including guidance to verify hypoglycemia with a blood glucose meter. Investigation of this case revealed no confirmed device malfunction and no clinical sequelae, with cause of the low glucose reading unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.